Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection, when the chief resident fired the cdh29a stapler no crunch was heard, and the knife cut through the tissue and no staples were fired into the tissue. The procedure was completed using an alternate device with no patient impact.